Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported at the completion of the procedure the physician was removing the sheath that was placed in the leg through the femoral access and it 'separated" and peeled away with about 6" left in the patient. The physician was able to remove all the parts by using a snap to "grab enough of it from the access site to safely remove it without causing any bodily harm." The patients anatomy reportedly "did not appear tortuous or calcified." A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
A review of the complaint history, device history record, documentation, instructions for use ( IFU), quality control, and trends was made. The device was not returned nor images were provided to assist with the investigation. Per qc: the device is fully inspected for any nonconformance. The device history record was reviewed as well and no non-conformances were noted. There is no evidence that the product was not manufactured to specifications. Per IFU: ¿warnings: before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage.¿ although the patient did have a pre-existing aneurysm/pseudoaneurysm, the patients anatomy was documented as not appearing tortuous or calcified. Since the device was not returned for evaluation, we were unable to perform visual inspection, dimensional and/or functional testing of the device. Although it is possible the device experienced forces beyond its intended design during removal, without evaluation of the device we cannot conclude with certainty what led to the reported event and customer experience.

Event description:
The event occurred during an interventional radiology "vascular embolization/occlusion arterial aneurysm or pseudoaneurysm" procedure

Manufacturer narrative:
Corrected data: date received by MFR date was omitted from follow-up 2 and provided herein.